Event description:
It was reported to boston scientific corporation that an advantage sling system was used during a sling placement procedure performed in 2009. According to the complainant, the procedure was completed successfully approximately one year ago. The patient was presented with blood in the urine and the physician found the mesh had eroded by one third to one quarter. It was thought the blood loss was connected to the bladder infection caused by the erosion. Physician reported patient's current condition as "ok". Boston scientific has requested additional updates on patient's condition as they become available.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.